Event description:
Information received indicates the head of the bed will not rise electrically or manually.

Manufacturer narrative:
The technician replaced the solenoid valve cartridge to repair the bed.